Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high band low blood glucose. Customer's blood glucose was 520 mg/dl to 540 mg/dl. Customer's blood glucose at time of call was 68 mg/dl. Customer mentioned the cannula was just lying flat on her skin, cannula did not go into her body. Customer declined troubleshooting. Customer will not be returning the device for analysis.